Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: 6f and 24 f sheaths, proglide (x1) steerable guide catheter, implanted mitraclip (x2), heparin, angiomax. (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It should be noted that the deployment sequence in the perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulty. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the femoral vein was completed with two proglide devices, via a 6f sheath using a pre-close technique, prior to a mitraclip procedure. A femoral angiogram was not performed. The mitraclip procedure was completed. The suture of one proglide device were successfully tightened. Reportedly, the suture of the second proglide device broke during knot tightening. A simple surgical cut down with suturing was performed to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.